Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: capsular contracture baker grade IV, seroma-late.

Event description:
Healthcare professional reported "grade IV of capsular contracture", "seroma late", "pain" and "folds" via magnetic resonance imaging (MRI) on (B)(6) 2025. This record is for the left side. Device remains implanted.